Event description:
It was reported that the catheter got stuck in the stent. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. An opticross hd imaging catheter was selected for use. Following pre-dilation, when removal was performed, the imaging catheter got caught inside the stent. It was tried to be retrieved using a 5.5f non-bsc guide catheter, but only part of it was released. To make sure the stent did not get stretched, the non-bsc guide catheter was pushed in the distal. Then the proximal shaft of the imaging catheter was cut and the imaging core was then removed. A non-bsc wire was placed in the distal, but it could be pushed. Left radial 6f was tried to perform using a non-bsc double guide, but the imaging catheter could not be released. After that, the patient acted violently, so he was transported urgently to (B)(6) hospital. Another percutaneous coronary intervention was performed and during that case, the device was completely removed from the patient. The procedure was completed with another of the same device. The patient is well post procedure.

Event description:
It was reported that the catheter got stuck in the stent. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. An opticross hd imaging catheter was selected for use. Following pre-dilation, when removal was performed, the imaging catheter got caught inside the stent. It was tried to be retrieved using a 5.5f non-bsc guide catheter, but only part of it was released. To make sure the stent did not get stretched, the non-bsc guide catheter was pushed in the distal. Then the proximal shaft of the imaging catheter was cut and the imaging core was then removed. A non-bsc wire was placed in the distal, but it could be pushed. Left radial 6f was tried to perform using a non-bsc double guide, but the imaging catheter could not be released. After that, the patient acted violently, so he was transported urgently to (B)(6) hospital. Another percutaneous coronary intervention was performed and during that case, the device was completely removed from the patient. The procedure was completed with another of the same device. The patient is well post procedure. It was further reported that patient had a strong pain.

Event description:
It was reported that the catheter got stuck in the stent. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. An opticross hd imaging catheter was selected for use. Following pre-dilation, when removal was performed, the imaging catheter got caught inside the stent. It was tried to be retrieved using a 5.5f non-bsc guide catheter, but only part of it was released. To make sure the stent did not get stretched, the non-bsc guide catheter was pushed in the distal. Then the proximal shaft of the imaging catheter was cut and the imaging core was then removed. A non-bsc wire was placed in the distal, but it could be pushed. Left radial 6f was tried to perform using a non-bsc double guide, but the imaging catheter could not be released. After that, the patient acted violently, so he was transported urgently to sakakibara hospital. Another percutaneous coronary intervention was performed and during that case, the device was completely removed from the patient. The procedure was completed with another of the same device. The patient is well post procedure. It was further reported that patient had a strong pain.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was found detached in the telescope assembly and was not returned. The sheath assembly was found stuck in a non-bsc catheter. The exit port was observed lifted. The imaging window was observed stretched.